Event description:
The patient was scheduled to have electroconvulsive therapy (ect) treatment. The patient was attached to the ect machine, and when the unit was turned on, while the doctor was checking the electrical amount to be administered, the machine shocked the patient without the doctor pressing the treatment button. The machine was immediately unplugged and the anesthesia and medical staff assessed the patient for any problems. When the device was returned to the manufacturer, the factory found that the actual push button for the treat switch was inserted the wrong way. This could have caused the switch to stick in the treat mode, and could have caused the problem. One way, the switch works smoothly, the other way it can stick in the "in" position. The manufacturer stated that with the red button, if it is put in upside down, it will stick every 2-3 times. Therefore, they have started using a yellow button, (part# sw201p for $14) because it can be inserted in any orientation and it will work appropriately. However, the equipment used during this incident already had a yellow button (not a red one), which apparently can not be inserted "upside down". Additionally, the unit had been used for months and has not stuck before, thus, this explanation did not apply to our unit. Currently, the cause of the problem has not yet been identified.